Manufacturer narrative:
(B)(4): the customer reported an "issue with speakers" on the x2 monitor. No pt harm was reported. The limited information provided thus far is not sufficient to support there was any malfunction or health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported an "issue with speakers" on the x2 monitor. No pt harm was reported.